Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer changed the pump supplies or cleared the alarm and resumed insulin delivery to address the issue. Customer's blood glucose ranged from 108-145 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.